Event description:
Caller reported that there was a cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Customer was assisted by technical support in performing a complete pump reset, which resolved the issue, allowing the caller to successfully start their sensor session.